Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06871. It was reported that the patient had a laser lead extraction of the atrial and right ventricular leads. The atrial lead was previously dislodged during a coronary artery bypass graft surgical procedure, and the rv lead had recently developed a lead fracture. High impedance, decreased in sensing, and increased in thresholds were noted. Both leads were replaced and were thrown away by the physician. The patient was stable with no adverse consequences.